Manufacturer narrative:
One sample received for evaluation in unused condition. Visual and functional inspection found no discrepancies. The failure mode of ¿air in line¿ was not confirmed. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Manufacturer narrative:
Device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device exhibited air bubbles inside the cassette. Per the reporter, there were no adverse patient effects.